Event description:
It was reported that the cadd cleo infusion site had leakage issues over a short period, beginning on (B)(6) 2026, when the patient noticed leakage beneath the adhesive patch at the infusion site. The patient replaced the site at that time; the replacement functioned for approximately three days before requiring a routine change. On (B)(6) 2026, the patient performed a scheduled infusion set change; however, the newly inserted site began leaking beneath the adhesive patch after approximately one day of use. The patient attempted another replacement by inserting the infusion site on the arm but reported that the device failed to adhere properly upon insertion. There was patient involvement, and no harm was reported.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.